Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to corrosion on endoscope connector, the b30 (scope communication error) occurred. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; bending tube had a dent; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; scope connector cover had corrosion due to water leakage; connecting tube had a dent; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus during preparation for use, the evis lucera elite bronchovideoscope displayed a b30 (scope communication error). There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to water immersion inside the scope connector that was confirmed at the incoming inspection which led to moisture adhering to the board circuit for processing the video signal which caused a temporal bad continuity. The event can be detected/prevented by following the inspection method for the event as described below: "[3.8 inspection of the endoscopic system] ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. (See figure 3.22) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section." Olympus will continue to monitor field performance for this device.